Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Furthermore, the lead was capped and replaced.

Manufacturer narrative:
Product event summary:the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range,beginning (B)(4) 2016 right ventricular (rv) lead pacing impedance measured 4047 ohms up from a trend of 627-893 ohms. Right ventricular lead integrity alert,rv lead integrity warning occurred on (B)(4) 2016 for sensing integrity counter greater than 30 in 3 days and rv lead impedance variation in last 60 days. Oversensing due to non-physiologic signals/sic (sensing integrity counter),beginning (B)(4) 2016, ventricular sensing integrity counts up to 2944; non-sustained ventricular tachycardia episodes with evidence of lead noise oversensing.

Event description:
It was reported that the patient's lead had an lead integrity alert (lia) and a lead impedance warning. Analysis showed the lead had high sensing integrity counter (sic), high impedance and fast non-sustained ventricular tachycardia episodes. The lead was reprogrammed and will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.